Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test. There was no unexpected no delivery alarm noted. There was no motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. The unit had minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error not "no delivery." Customer states she changed the reservoir and has not had any issues since then. Customer states her blood glucose level was normal. Alarm occurred during bolus. Customer does not recall any previous significant event that may have caused the device to alarm. When asked if the device was exposed to MRI, customer responded he went through an x-ray at the court house. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer was advised metal detectors are fine but might need to avoid body scanners or x-rays. No further information reported.